Event description:
A customer reported to baxter (B)(4) in which a no flow was observed. It is unknown when or in which care area this event occurred. There was no patient involvement. Therefore, there are no reports of patient injury, adverse events, or medical intervention. No additonal information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation due to contamination, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.